Manufacturer narrative:
(B)(4). Investigation completed and product evaluated: the returned meter and test strips did meet all the testing performance. The product system is functioning properly as intended. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported of 201 mg/dl using trueresult meter and test result reported of 259 mg/dl using dr.'s device. The customer's expected fasting blood glucose test result range is 65 - 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 154 mg/dl and 171 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is month of august 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the results of 201mg/dl in the meter's memory. The customer take the blood glucose test on fasting. The customer is schedule for a surgery;customer took a pre-operation test on (B)(6) 2016. Customer was aware of the high result ;customer was refered to the doctor. On (B)(6) 2016, customer tested at the doctor's office and obtained 259mg/dl test result as well as tested with the trueresults with results of 201mg/dl. Customer feels the trueresult is reading too low. Customer taken off metformin since the results on the meter was low,the doctor consider,the test result is not really low, customer's doctor put back on metformin on (B)(6) 2016 .customer has not had any changes in diet.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported of 201 mg/dl using trueresult meter and test result reported of 259 mg/dl using dr.'s device. The customer's expected fasting blood glucose test result range is 65 - 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 154 mg/dl and 171 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the results of 201mg/dl in the meter's memory the customer take the blood glucose test on fasting. The customer is schedule for a surgery;customer took a pre-operation test on (B)(6) 2016. Customer was aware of the high result ;customer was refered to the doctor. On (B)(6) 2016, customer tested at the doctor's office and obtained 259mg/dl test result as well as tested with the trueresults with results of 201mg/dl. Customer feels the trueresult is reading too low. Customer taken off metformin since the results on the meter was low,the doctor consider,the test result is not really low, customer's doctor put back on metformin on (B)(6) 2016 .customer has not had any changes in diet.